Event description:
It was reported via our sales rep, that he was observing a surgery. During surgery it was noted that the thread of the targeting arm is defective. Another one was used to complete the surgery.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.